Event description:
The patient has an evoke spinal cord stimulation (scs) system implanted. It was noted a few electrodes were disconnected in the cervical lead and could not be used for optimal therapy starting (B)(6) 2022. The device was reprogrammed several to get around the disconnected electrodes. However, optimal coverage could not be achieved. A lead revision was performed on (B)(6) 2023 and the issue was resolved.